Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported the scope had cloudy image. No paient impact.

Manufacturer narrative:
The customer's statement that "the scope had a cloudy image" can be confirmed. The image is severely restricted in its representation at the edges and is blurred and unevenly defined. The optical shaft is bent, and the rod lens system shows a clear break. Glass splinters and residues are visible in the system, which are attributable to the breakage of the rod lens due to the bent shaft. Furthermore, a breakage of the proximal eye funnel can be observed. The distal solder seam is chemically corroded and leaking. The damage observed is not attributable to a production/manufacturing defect. The damage is due to improper handling or possible false damage. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID_(B)(4).